Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported when district nurse flushed the line they noticed a leak. The PICC was remove by the triage nurse after she confirmed the leak. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for evaluation. The catheter extended up to the 50 cm depth marker. Evidence of use and adhesive residue were visible on the catheter surface. The catheter was flushed with water using a 12 ml syringe and leak was noted near the 1 cm depth marker. Microscopic observation of the leak location revealed a slightly angled, circumferential split in the tubing. The split appeared to be slightly dented inwards. The split corners appeared to have a matte discoloration likely due to kinking. The split surface was granular and uneven. The catheter was cut near the split location in order to measure the catheter wall thickness. The wall thickness was found to be within manufacturing specification. The characteristics of the damage are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. The securement location and manipulation of the catheter may have been contributing factors. Since the split was found on the catheter tubing, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported when district nurse flushed the line they noticed a leak. The PICC was remove by the triage nurse after she confirmed the leak. No other information provided.